Event description:
A balloon ruptured on the third inflation at 10 atmospheres during a peripheral angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without patient complications. No further details were available regarding the circumstances surrounding this event. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the shaft was kinked 4.4cm under the balloon and 8.4cm from the distal tip. A circumferential tear was noted at the kink 4.4cm from the tip, 6mm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."